Event description:
Surgeon was introducing the nail, gave the strike plate a few taps with the slotted hammer and it broke. The taps were relatively soft. It is worth mentioning however, that when this kit was used the week prior a lot of force was required to get the nail into the pt's tibia.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.